Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for less than 24 hours. The blood glucose level was 320 mg/dl and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.